Manufacturer narrative:
Patient code (B)(4) - unexpected post operative refraction. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 22.0 diopter intraocular lens was explanted due to patient experiencing blurred vision and starburst at night. There was no incision enlargement, no vitrectomy and no patient post-op injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/7/2017 device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.